Event description:
During a spinal procedure involving levels t7-t10, the xvs system was used to assist in screw placement. After initial screw placements, imaging revealed that four screws deviated consistently from their intended paths. These screws were removed and replaced using an alternative navigation method. Post-operative review, including CT scans, indicated a consistent pattern of deviation in the screw placement. The root cause could not be conclusively determined, though a possible platform shift after registration was suspected. No system malfunction was identified, and no patient harm occurred.